Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7278 implantable pacemaker cardio/defib (B)(6) 2005; 4574 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that during a routine device change the leads were on top of the device and it was difficult to dissect due to fibrous capsule. It was also reported that the right ventricular (rv) lead pin section of one of the high voltage legs to be fractured and the other high power high voltage leg showed damage to the electrode. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.